Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4) displayed 'system error. Out of service. Revert to manual CPR' error message was confirmed during functional test and per archive data. The root cause is due to a damage processor board, possible caused by wear and tear due to the age of the autopulse platform system. The autopulse platform is a reusable device and was manufactured in (B)(6) 2004 and is almost 15 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. During visual inspection, there was no physical damage observed on the autopulse platform system. Functional test could not be performed due to autopulse platform displayed 'system error. Out of service. Revert to manual CPR' error message upon powering up the device. Per review of the archive data, alarm 136 (internal parameter corrupted) was recorded on the autopulse platform, thus confirming the reported complaint. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability parts and the platform will be returned to the customer, labeled with the sticker 'not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported that during the daily check, the autopulse platform system (sn (B)(4)) displayed the following error message; 'system error. Out of service. Revert to manual CPR. ' no patient involved.